Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2018, the patient contacted lifescan (lfs) USA, alleging that his onetouch verio flex meter was reading inaccurately high compared to another meter (one touch ultra mini). The complaint was classified based on customer service representative (csr) documentation. The patient reported that the meter issue began around 10 am, on (B)(6) 2018, alleging that he obtained alleged inaccurately high blood glucose results of ¿200 and 164 mg/dl¿ on the subject meter compared to ¿122 mg/dl¿ on the other device. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient reported that he manages his diabetes with insulin (self-adjuster). The patient reported that, in response to the alleged inaccuracy, he increased his dose of insulin, at 10.05 am on (B)(6) 2018 (unable to confirm exact dose). The patient reported that an hour after the alleged meter issue began, he developed symptoms of ¿shaky and light-headed¿. The patient denied receiving or requiring any treatment for the alleged symptoms. During troubleshooting, the csr noted that the subject meter was set to the correct unit of measure and the patient had used an approved sample site to obtain the blood samples. The csr confirmed that the patient¿s test strips had been stored correctly, were within expiry date, the test strip vial was not cracked or broken, and the control test had not been manually selected. Csr noted the patient did not have control solution. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after taking an increased dose of insulin based on alleged inaccurate high results obtained with the subject meter.